Event description:
It was reported that a patient's mandible fractured due to advanced bone atrophy 21 days after placement of a xive s plus implant. The implant was removed and the bone was treated with a trauma plate.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, multiple serious injuries resulted. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report.